Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that an unknown bd ultrasafe needle guard activates early. The following information was provided by the initial reporter: nsd activates early.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unknown bd ultrasafe needle guard activates early. The following information was provided by the initial reporter: nsd activates early.